Event description:
It was reported the patient was hospitalized due to elevated blood glucose. The patient was receiving multiple e6 messages prior to the event. The patient went to the hospital the next day. At the hospital, the patient had elevated blood glucose and was treated with insulin via injection. The patient was hospitalized for an unknown amount of time. The infusion device was returned.

Manufacturer narrative:
The event occurred in denmark while this product is not sold in the united states, it is like or similar to a product marketed in the united states.